Event description:
Per the clinic, the patient experienced sound intermittencies. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on may 23, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on may 26, 2022.